Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a drop in rv sensing. Besides intervention, there were no other adverse patient effects reported. Lead return is expected.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a drop in rv sensing. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments, severed approximately -7.2 cm from the terminal end. An extracting stylet was returned stuck in the tip section of the lead. Setscrew marks were in the correct location on the terminal pin. The hv conductor resistance measured as an electrical open due to the sever. Analysis determined the sever likely occurred during revision/explant. No other conductor abnormalities were found.